Manufacturer narrative:
A system displayed ¿replace generator soon¿ warning message was reported to abbott. It was also determined the patient had inadequate coverage from one of their scs leads and had high impedance on 6 of 8 contacts on their right thoracic lead. As a result, the patient's impeded lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000079025.

Event description:
It was reported the patient was experiencing inadequate coverage from one of their scs leads. It was discovered that the patient had high impedance on 6 of 8 contacts on their right thoracic lead. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's impeded lead was explanted, replaced, and therapy was restored.